Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chronic hemodialysis catheter was successfully inserted into the patient's jugular vein. However, in nephrology after one month in place, the nurse found leakage when the patient had a hemodialysis treatment. As a result, a new extension tube was placed to successfully complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old female, (B)(6) tall, weighing (B)(6) with renal failure.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of a leak in the connector assembly could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the connector assembly was confirmed. Returned on this complaint was a cannon ii plus connector assembly. The assembly exhibited signs of use. The assembly was examined microscopically. The red luer hub had a crack at the entrance to the hub. The blue luer hub had two cracks in the surface. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester. The extension lines were clamped closed. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. The red luer hub had a very minor leak that did not result in a falling drop of water in 30 seconds. No leaks were observed in blue luer hub. The luer hubs were then tested with water and a 10 ml luer slip syringe with the extension lines clamped shut. The red luer hub exhibited a minor leak. The blue luer hub did not leak. The white threaded compression cap was removed from juncture hub. The green compression sleeve was inside the cap. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure . It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean other remarks: the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and connectors should be examined before and after each use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the condition of the sample and the report that the leak occurred while it was in use, operational context caused or contributed to this complaint. No further action will be taken.